Event description:
Final angiogram performed afe the zenith aaa endovascular graft implant showed a type I distal endoleak on the contralateral side and a type ii endoleak coming from lumbar arteries. An attempt to resolve the endoleak by re-ballooning the graft several times to achieve greater apposition to the vessel was unsuccessful. Native vessel between the contralateral leg graft and the internal iliac artery measured approximately twenty millimetes. A main body extension was deployed distal to the leg graft t resolve the endoleak and maintain patency of the left internal iliac artery. Body extension was molded to the vessel wall, observed to provide a secure seal of the aneurysm. Completion angiogram noted patent renal and internal iliac arteries.